Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not able to be completed as the product information was not provided. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that four (4) years, eight (8) months post-implantation this 21mm bioprosthetic heart valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis (mean gradient = 60 mmhg) and mild regurgitation. The 23mm transcatheter valve was implanted via transapical approach and there were no reported complications. The patient was noted as to be hospitalized, in stable condition.